Manufacturer narrative:
Insulin pump failed rewind due to corroded electronic assembly and motor assembly. Unable to perform displacement test do to corroded electronic assembly and motor. No alarms noted. Insulin pump received with light moisture damage on keypad traces, cracked case on display window corners, cracked belt clip slot and cracked battery tube threads.

Event description:
It was reported that the customer's insulin pump was exposed to moisture damage, alarmed with a software error, and powered off. The customer's blood glucose levels are unknown. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.